Manufacturer narrative:
Complaint number: (B)(4). No samples were provided by the customer. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No pictures were provided by the customer. No material # nor batch # were provided by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. We have forwarded the complaint to our affiliated headquarters for their information. This complaint is closed as cannot be determined due to insufficient information. Please review the instructions for use at www.gbo.com. Do not use if product has sustained any transport damages. We appreciate it being brought to our attention as we continuously strive to improve greiner products and services.

Event description:
Customer states needlestick occurred. Per the employee, "after I performed venipuncture on a patient, I activated the safety device on the needle holder. The sharp dirty/needle punctured through the glove and my index right finger-tip." The safety cap missed capping the needle directly, hence employee's index finger went directly over the exposed needle and was punctured.